Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a lite glove. The customer states that the lite gloves are tearing up the middles upon application to the devon light handles. The material seems to differ in thickness/density depending on what section. The section that slips onto the handles where the damage is occurring appears to be more transparent/thinner than the cuff and tip.